Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the output connector assembly was broken. Analysis found the display wires were pinched (wire exposed). (B)(4).

Event description:
It was reported that the ventricular port on the external pulse generator (epg) was broken. The epg was returned for repair. There was no patient involvement.